Event description:
Complainant alleged that after pacing a pt, the medic went to check the pt's rhthym on the screen and the device inappropriately displayed a dashed line. Complainant indicated that the pt subsequently expired.